Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been provided by the user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): stop of the infusion without alarm.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files were read out and analyzed. According to the history files, the reported error pattern was not comprehensible. The sample was heavily contaminated and showed age-based marks of use. The long term test revealed no deviations, the device operated as intended. Following is described in the IFU: · prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. · if the pump falls down or is exposed to force, it must be checked by the service department. · protect the device and the power supply against moisture.